Manufacturer narrative:
(B)(4). B3 year published: 2022, 2024. D10: #item unk, unk femoral, #lot unk. #item unk, unk bearing, #lot unk. Therapy date: unknown. G2: foreign - event occurred in netherlands. G2: literature - eijking, h.m., hendrickx, r., van haaren, e.h., schotanus, m.g.m., dorling, I., bouwman, l., boonen, b., most, j. (2026). Robotic-assisted inverse kinematic aligned vs conventional mechanical aligned total knee arthroplasty. Unpublished manuscript. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that 1 patient in the conventional group experienced postop wound leakage leading to prolonged hospital stay of 1 day. Attempts have been made and additional information on the reported event is unavailable at this time.